Event description:
The patient's family member called to report that the patient had used the suspect device to check patient's blood glucose. Patient obtained a result of 212mg/dl and took insulin as usual. Patient later became incoherent and non-rersponsive. Paramedics were called and they checked patient's glucose at 26mg/dl with their equipment. Patient was then treated with a glucose IV and ate a peanut butter and jelly sandwich. The suspect device in use was replaced in october 2000 for being dropped. The patient did not return the device to the manufacturer as instructed. Patient has new replacement products and started to use them. Glucose control solutions were not used on the system.